Manufacturer narrative:
A1 ¿ cmp-0284660 sperling et al. "Use of a shorter humeral stem in revision reverse shoulder arthroplasty" journal of shoulder and elbow surgery (2017). Reference journal article attached. E1 - initial reporter - the article was written by eric r wagner, joseph m statz, matthew t houdek, robert h cofield, joaquin sanchez-sotelo and john w sperling the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. - attachment: [sperling et al journal article.pdf]

Event description:
It is reported in a journal article that two (2) patients had glenoid components with radiographic lucency noted around the central post. One patient had grade 4 and one patient grade 5. Attempts have been made to retrieve additional information and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event is adverse event only, no malfunction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.